Event description:
It was reported that during stent deployment procedure, the stent was allegedly unable to advance into the desired location and resistance was felt when the stent with the safety valve was delivered over the guide wire. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The entire lumen of the stent delivery system could be flushed successfully. A device compatible pre-wetted guide wire could be advanced through the entire delivery system. The stent was prematurely deployed for about 1 mm. In this case, the system was flushed and the size of the guidewire was not known. Moreover, the user experienced difficulties advancing the system over the guide wire to the desired location. Based on the evaluation of the returned sample, the system was successfully flushed and the guidewire was advanced without any issue. The stent was found prematurely deployed which reasonably suggest to be an effect of the reported difficulties during advancement. The intended placement of the device was in the venous site represents an off-label use. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding accessories and preparation the instructions for use states: 'the catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire. The guidewire exit port is located at the proximal end of the delivery system. Prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters'. The packaging pictograms indicate an introducer size of 6f and a 0.035". With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The entire lumen of the stent delivery system could be flushed successfully. A device compatible pre-wetted guide wire could be advanced through the entire delivery system. The stent was prematurely deployed for about 1 mm. Based on the evaluation of the returned sample, the system was successfully flushed and the guidewire was advanced without any issue. The intended placement of the device was in the venous site represents an off-label use. Based on the returned sample analysis and the provided information, the investigation is closed with inconclusive result for 'failure to advance' and confirmed for premature deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding accessories and preparation the instructions for use states: 'the catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire. The guidewire exit port is located at the proximal end of the delivery system. Prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters'. The packaging pictograms indicate an introducer size of 6f and a 0.035". With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H10: d4 (expiry date: 08/2023), g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during stent deployment procedure, the stent was allegedly unable to advance into the desired location and resistance was felt when the stent with the safety valve was delivered over the guide wire. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo and video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during stent deployment procedure, the stent was allegedly unable to advance into the desired location and resistance was felt when the stent with the safety valve was delivered over the guide wire. The procedure was completed by using another device. There was no reported patient injury.